Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer experienced high blood glucose level of 321 mg/dl. No symptoms were noted, and the customer was treated with and IV drip. Nurse was unsure of what caused the high blood glucose levels and the device had also suspended. No troubleshooting occurred. The insulin pump was not returned for analysis.